Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up. Episodes of non-sustained rv oversensing were observed on the device. The device was intermittently oversensing a fine signal noted on the ventricular sense amp. Programming change changes were made and resolved the myopotential oversensing issue. Patient is fine.